Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for ECG function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was observed during testing. However, the reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The multi-function cable connector and multi-function cable were replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.